Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised to breakage of the articular surface after falling.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The part itself could not be reviewed as it was not returned. From the returned pictures it can be confirmed that the articular surface spine had fractured. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. It is unclear whether the patient fell because of the failure of the failure caused the fall. Based on this investigation, the cause for this failure cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.